Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.1-13.4cm and 44.3-44.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.